Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, the coil became stretched as they were trying to remove it and put it back in the micro catheter. Part of the coil that was stretched unraveled inside the patient. A portion of the coil was left outside the aneurysm. There was no reply to the additional information request. The device was not returned for analysis. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the subject coil was stretched while the physician was retracting it back into the micro catheter. The stretched part of the subject coil broke outside the aneurysm and was left inside the patient. Surgical delay of unknown time was reported during the procedure. It was reported that the patient will have to follow up for further treatment but no further information is available at the moment.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil was stretched while the physician was retracting it back into the micro catheter. The stretched part of the subject coil broke outside the aneurysm and was left inside the patient. Surgical delay of unknown time was reported during the procedure. It was reported that the patient will have to follow up for further treatment but no further information is available at the moment.